Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via social media of hospitalized high readings. The customer was in the ICU for diabetic ketoacidosis. The customer's blood glucose reading was not provided. No other information was provided.